Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient complained of fluctuating feelings of withdrawal and they made mention to the pain nurse when visiting clinic for a refill of the pump. It was reported that it appeared that the pump was malfunctioning. It was reported that it was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting done and the patient attended for pump refill of baclofen and the refill was completed. It was reported that no interventions/actions were taken at the time of presentation. It was reported that the issue was resolved at the time of the report. It was reported that no surgical intervention occurred and no surgical intervention was planned. The patient status at the time of the event was reported as alive ¿ no injury. No further complications were reported and/or anticipated. Additional information was received. It was reported that the patient first started experiencing their symptoms on the day of refill (B)(6) 2017 and also on the refills since that date on (B)(6) 2017 and (B)(6) 2017. It was reported that there never was any volume discrepancy and the fluid volume was always as expected. No actions or troubleshooting was deemed necessary as the remaining pump volume was expected. When asked what were the specific feelings of withdrawal that the patient experienced it was reported that there was nothing specific just that that it was reported from the patient that ¿I just know how I feel when I¿m withdrawing.¿ it was previously reported that the drug in the pump was morphine, but further information stated that the drug in the pump was baclofen. At the time of the event the patient was on 174.2 mcg pd, increased to 184.9mcg pd on (B)(6) 2017. No further reports of withdrawal and the last refill was on (B)(6) 2017. No further complications were reported and/or anticipated. The patient¿s medical history included cerebral palsy.

Manufacturer narrative:
It was previously reported that the patient first started experiencing their symptoms on the day of refill (B)(6) 2017 and also on the refills since that date on (B)(6) 2017 and this information on longer pertains to this event. The report that the specific feelings of withdrawal that the patient experienced was reported as there was nothing specific just that it was reported from the patient that ¿I just know how I feel when I¿m withdrawing¿ no longer pertains to this event. This information is now captured in regulatory rep #: 3004209178-2017-08293. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided reported that the patient first started to experience their symptoms on (B)(6) 2016 and the baclofen dose was increased and the patient is all good now. Additional information provided noted that when asked what where the specific feelings of withdrawal it was noted that there were none specified. Further clarification on the drug reported in this event, initially the first drug reported in the event was baclofen and additional information provided stated that the drug was reported initially as morphine, but further information stated that the drug in the pump was baclofen.